Event description:
During review of internal programming history it was noted that on (B)(6) 2009 the device was interrogated and the settings were 2.75/30/500/30/1.8, a system diagnostic test was performed and the patient left the visit. On the first interrogation of the next recorded visit (B)(6) 2009 the settings were 0/20/500/30/60 which are indicative of an interrupted system diagnostic. No programming history after this event is available for review.

Event description:
The patient was seen since the reported event and has had their generator replaced for end of battery life. The physician was aware of the cause of their faulted test.

Manufacturer narrative:
Analysis of programming history.